Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 223 mg/dl. The customer reported feeling sick and nauseous from their blood glucose. The customer treated their blood glucose with a bolus delivery. Troubleshooting found the customer had a small air bubble on the top of their reservoir. Customer did not observe any leaks present on their infusion set. Customer declined to check their insulin pump's setting. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.